Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual examination of the sample showed no signs of physical abnormality. A functional leak test revealed leakage at the volume indicator and port. The root cause was determined to be a manufacturing defect; the welding area of the volume indicator and port did not have seal integrity. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This product is not distributed in the us and does not have a 510(k) number.

Event description:
Baxter (B)(4) received a report of a basal/bolus infusor that leaked at the filling port after filling. The device was filled with morphine hydochloride. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.